Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there was a fatal error. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a fatal error occurred on the underlying data source. The technical support specialist ran the query to shrink the database and connected to the server to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.